Event description:
Biotel heart monitor malfunctioned. Results came back as "no useable data". Biotel said they alerted patient care staff. No one told that lab that this happened. When lab asked biotel for the results we were told the patient needs to repeat the monitor. Patient was given new monitor. 3 additional patients were given this monitor after the first patient. All 3 patients will need repeat monitoring.